Event description:
The customer reported the device was unable to boot up. There was no report of patient involvement.

Manufacturer narrative:
(B)(4): the customer reported the device was unable to boot up. There was no report of patient involvement. A philips fse evaluated the device and localized the issue to the ac power supply. The ac power supply was repaired by the fse. The device remains at the customer site.